Event description:
It was reported by the patient through social media that they were in the hospital with a very low blood pressure and the pacemaker was not doing what it was designed to do. The patient's heart rate dipped into the range of 20 beats per minute, defibrillator pads were hooked up, and it was ¿touch and go¿. The device was reprogrammed so the heart rate will not fall below 70 beats per minute. The patient indicates their blood pressure has improved and their heart rate is at a permanent rate of 70. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).